Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen is missing pixels. Reportedly, about 80% of the touchscreen is black. Customer's blood glucose level was not impacted. Customer has back up syringes and lantus for continued insulin therapy.